Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer was schedule for her insulin pump upgrade training this thursday, (B)(6) 2014. Customer had started the new pump herself and she was not able to transfer all of her settings over. Customer did not realize that the pump did not come preprogrammed with her settings. Customer was running with a zero basal. Customer stated that her blood sugar was 600 mg/dl. Customer was told to immediately reconnect to her old pump until the scheduled training. Customer was walked through diabetic ketoacidosis troubleshooting.